Event description:
The report stated that a force fx-c was being used in a laparoscopic procedure but there was no output. A force220pc was pulled in and the equipment plugged in but the surgeon said he was not getting the output/performance he expected. Clinical engineering was called in and tested the output of force220pc and told the surgeon the output was to specification. The surgeon was not satisfied so the surgeon converted it to an open procedure. The force220 generator is on report 1717344-2008-00203.

Manufacturer narrative:
Date of initial report: 05/15/2008. To date the incident sample has not been received for evaluation. Further info and the sample have been requested. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.